Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had stuck button escapes not working. Customer's blood glucose level was unknown. Customer reported that time advances on insulin pump. Customer was advised to monitor the pump for 3 minutes to verify time clock works properly and frozen display or alarms do not recur. Customer was advised to discontinue use of the device and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with no button response at act due to flattened dome switch and j2 connector unlocked on lcd board noted.